Event description:
Received letter from facility that a resident, while being transferred from their wheelchair to their bed, allegedly cut their leg severely on the "part of the wheelchair where the legrest attaches". Surgery was required to repair wound.